Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician successfully completed one pass in the target location using the catrx. While advancing the catrx during the second pass, the physician fractured the catrx. Therefore, the catrx was removed. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.